Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 6996sq41 x2 leads, implanted: (B)(6) 2010; 6940-52 lead, implanted: (B)(6) 2000. (B)(4).

Event description:
It was reported that the device had an unexpected longevity and reached end of service (eos) in three years. It was also reported that the patient received two inappropriate shocks for atrial flutter with rapid ventricular response in the ventricular fibrillation (vf) zone. The device was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Corrected information: no eval explain code if information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion.